Event description:
Report received of three incidents involving the clave port extension sets, where the tubing split during the contrast injection. The clinician reported that she experienced one of the incidents and had no data on the other two incidents. It was reported that the incident occurred in 2001. The pt had a peripheral IV access site. The pt was to receive an infusion of isovue at 2.0cc/second for a total infusion of 150 cc's. It was reported that the pt received 25-30 cc's when the split occurred. The clinician noted a "1/2 inch slit just below the clave". She reportedly, stopped the infusion and changed out the set with another extension set. No bleedback or blood loss occurred. The IV site remained patent and the remaining contrast was infused. The pt completed the study without incidence. There was no report of pt harm or adverse pt event. Although requested, no further info was available.